Manufacturer narrative:
Correction made to b5: it was reported that the minicap transfer set leaked (previously omitted). H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached. Visual inspection was performed and a broken occluder leg was observed. Functional testing was performed and a leak through the set was observed with the twist clamp closed. No external leak was observed. The reported leak at the twist clamp was not verified. The cause of the fluid flow with the twist clamp closed was due to the broken occluder leg. The cause of the damaged occluder leg could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set. The twist lock (clamp) on the transfer set was no longer sealed. The event occurred after disconnecting and then reconnecting to the cycler during peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event., however prophylactic antibiotics were given to the patient. No additional information is available.